Manufacturer narrative:
Based on the information provided it appears that the patient's pain started following a procedure unrelated to the alleged bard device, during which the previously implanted device was cut by the surgeon. Additionally, it cannot be confirmed that the implanted device was in fact a bard product, nor can a manufacturing review be performed at this time as no lot number has been provided. Based on the information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: (B)(6) (1993-1996 time frame) - the patient underwent a procedure to repair bilateral inguinal hernias and believes he was implanted with what might be a bard kugel hernia patch in the right groin. On (B)(6) 2015 - patient underwent repair of an abdominal aortic aneurysm(aaa) with placement of a stent graft. The patient reports that during this procedure the surgeon cut through previously placed mesh including the recoil ring. Since the 2015 surgery the patient reports that he is in extreme pain, is bedridden and can feel the "ring poking him". He states that he was able to feel the ring since implant but it only began to cause pain following the latest surgical procedure. He has had multiple CT scans since (B)(6) 2015 with no definitive diagnosis and the surgeon has not indicated that the mesh ring is broken. He reports taking morphine for the pain. The patient states that he would like to have the mesh removed; however, states his surgeon has refused to do so unless an infection presents, which it has not. Per the patient his medical records and product ID cannot be obtained because the clinic and hospital have "lost" his records for that time period. The patient states that the implanting surgeon has left the practice and cannot be reached and that an alternate surgeon indicated there is a possibility of the mesh being a kugel style hernia patch; however did not confirm this with documentation.

Manufacturer narrative:
This is an addendum to the initial emdr to document additional information provided. The additional information provided (explant) does not change the initial determination, no conclusion can be made. The explanted device was not returned for evaluation. Note, the date of explant is estimated as the exact date was not provided. If additional information is obtained, a supplemental MDR will be submitted. An additional emdr was submitted to document information associated to the ventralight st w/ echo ps (device #2) .

Event description:
As initially reported on (B)(6) 2016 the following was reported to davol by the patient: ni/ni/ni (1993-1996 time frame) - the patient underwent a procedure to repair bilateral inguinal hernias and believes he was implanted with what might be a bard kugel hernia patch in the right groin. 11/ni/2015 - patient underwent repair of an abdominal aortic aneurysm(aaa) with placement of a stent graft. The patient reports that during this procedure the surgeon cut through previously placed mesh including the recoil ring. Since the 2015 surgery the patient reports that he is in extreme pain, is bedridden and can feel the "ring poking him". He states that he was able to feel the ring since implant but it only began to cause pain following the latest surgical procedure. He has had multiple CT scans since 11/2015 with no definitive diagnosis and the surgeon has not indicated that the mesh ring is broken. He reports taking morphine for the pain. The patient states that he would like to have the mesh removed; however, states his surgeon has refused to do so unless an infection presents, which it has not. Per the patient his medical records and product ID cannot be obtained because the clinic and hospital have "lost" his records for that time period. The patient states that the implanting surgeon has left the practice and cannot be reached and that an alternate surgeon indicated there is a possibility of the mesh being a kugel style hernia patch; however did not confirm this with documentation. Addendum per additional information provided: as reported, on (B)(6) 2016 the patient was diagnosed with a ventral hernia and underwent repair. As alleged a davol ventralight st w/ echo ps (device #2) was used to repair the hernia defect. It is alleged that about six months later in 10/2016 the patient underwent removal of the previously place mesh (kugel hernia patch, device #1) from his groin due to chronic pain. As reported, the patient's pain resolved in his groin; however, he developed chronic pain in his abdomen. Patient alleges he has been trying to see a doctor but has not had any treatment to date.